Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: degenerative disc disease procedure: oblique lumbar interbody fusion levels implanted: l2-s1 it was reported that during surgery, a cage broke upon implantation. The fragments were removed and bulk of the implant was left in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.